Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the packaging appeared to be unsealed thus affecting sterility with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred with 3 separate units. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints.) The sealing of sterile packages has a significant breakage, with a package that is already found open before use. The sterility of the device is therefore no longer guaranteed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs for evaluation. Bd received three photos which displayed the top web view of a package from a 20ga bd insyte autoguard IV catheter product (ref. 381934) from lot number 7342858. The photos revealed the package was partially opened at the top end of the package. The reported issue was confirmed. Although the reported issue was confirmed, the photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that prior to use it was discovered that the packaging appeared to be unsealed thus affecting sterility with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred with 3 separate units. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) the sealing of sterile packages has a significant breakage, with a package that is already found open before use. The sterility of the device is therefore no longer guaranteed.